Manufacturer narrative:
(B)(4). This report is being submitted to relay additional information. Reported event was confirmed by review of actual device received. Visual inspection shows a hair like substance in the inner sterile packaging. The sterile barrier was still intact. DHR was reviewed and no discrepancies were found. Root cause the reported event occurred during the manufacturing process. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Report source: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that debris was found inside the sterile package.